Event description:
A new leadless pacemaker was installed at (B)(6) hospital, (B)(6). Since that time I have had recurring pain in the area of my heart. Initially, the pain was sharp and hot, not constant, but frequently recurring. Since the time of the implant, sharpness of the pain has somewhat diminished. Recently, while sleeping I rolled onto my left side. The pain was immediate, intense and frightening. Rolling onto my back caused the pain to diminish. In a recent checkup at the office of my cardiologist, I was told there should be no pain and the doctor was unable to offer an explanation.